Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they had air in the reservoir .the customer was advised of occlusion. The customer's blood glucose level was 260mg/dl. The customer was advised to use new reservoir and was able to fill. The customer was advised to monitor the device.